Manufacturer narrative:
All operating currents are within specification. No unexpected off no power or blank display noted. The insulin pump passed self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Analysis was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold).they were also unable to complete functional test due to prime anomaly. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked case on lcd display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, blank display, and motor error alarm. The blood glucose at the time of the incident was 73 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.